Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. No button error alarm noted during testing. Unit had intermittent buttons response due to flattened esc button dome switch. No unlocked keypad connector noted. However, unit passed operating currents, self-test, unexpected restart error test and displacement test. No unexpected low battery, failed battery test alarms noted during testing.

Event description:
This is a converted record. No event narrative was created. Pump had intermittent buttons response due to flattened (creased) esc button dome switch.